Event description:
It was reported that, "patient dislocated hip. 28mm v40 head disassociated from adm/mdm insert."

Manufacturer narrative:
Associated device: v40 28mm cocr head, -4mm, catalog # 6260-5-028, lot # 39066705. A supplemental report will be submitted upon completion of the investigation.